Event description:
Positive advia centaur xp toxoplasma g results were obtained on a pt samples when compared to another method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false toxoplasma g result. Add'l date of event: (B)(6) 2010.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unk. The instrument is performing within specifications. No further eval of the device is required. Add'l lot #: 172. Add'l expiration date: 03/26/2011.

Manufacturer narrative:
Additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The patient sample tested positive for ana. This is listed as a limitation for this advia centaur toxog assay. The IFU states in the limitations section: the presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxoplasma g assay and give falsely positive or falsely negative results. These samples should not be tested.

Event description:
Positive advia centaur xp toxoplasma g results were obtained on a pt samples when compared to another method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false toxoplasma g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unk. The instrument is performing within specifications. No further eval of the device is required. Add'l lot #: 172. Add'l expiration date: 03/26/11.